Event description:
The company received a report where it was claimed that the cuff developed a leak during patient use. The caller could not confirm if the tube was pretested prior to patient use. The end clinician elected to extubate and reintubate with a replacement tube.

Manufacturer narrative:
Part number# 316-80 is not distributed in the us; however, is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.